Event description:
Pt had extremely painful hip. It was determined that the hip stem was undersized for this pt. The pt was revised to a stem two sizes larger than the initial implant.

Manufacturer narrative:
Summary evaluation: the results of the evaluation performed indicate that this event is not the result of a product quality issue, but rather related to the original sizing or change in the pt's physical condition since the original implantation.